Manufacturer narrative:
Concomitant product: (3)microclaves; 30ml syringe; stopcock; neutron, trifuse and PICC;10794983;10ml bd syringe ref (B)(4), lot 619411d, exp 2019-07-11, 0.9% sodium chloride injection, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leaky filter while infusing normal saline thru a PICC line. There was 2 filter leaks noted on the same patient. There were no cracks noted and the nurse was not sure how long the filter was in place for.

Manufacturer narrative:
Additional medwatch information received.

Event description:
A copy of the customer¿s medsun report was received from the FDA and states: ¿piv (peripheral intravenous) & PICC (peripherally inserted central catheter) lines infusing tpn (total parenteral nutrition) were found to be leaking at the filter. The filters were mated to the stopcocks. The tubing was attached to the patient at the time of the events but no patient harm was noted. No cracks were noted in any of the filters. There were 14 separate incidents with this particular type of filter during a one month time period.¿

Manufacturer narrative:
The customer¿s report of a leaking filter was not confirmed. Functional and pressure testing resulted in no leaking.

Manufacturer narrative:
The customer¿s report of a leaking filter was confirmed. The extension set was visually inspected and no anomalies were observed. Functional and pressure testing confirmed a leak on the vent area on the filter. The root cause of this failure was not identified.

Event description:
A copy of the customer¿s medsun report was received from the FDA and states: ¿went to feed infant and noticed dripping from IV filter in the tubing. Line was removed and placed in bag and given to manager.¿ although no harm was reported, "other serious (important medical events)" was selected in the medsun report.

Manufacturer narrative:
Additional information provided: describe event or problem.

Event description:
The customer reported tpn infusing thru a PICC line was leaking at the filter after 96 hrs. In use with no visible cracks noted. The leak occurred twice on the same patient. There was no report of patient harm. The event occurred in the nicu. Prior to infusion the priming technique is by gravity per rn.